Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a customer had an incident with a peri-operative patient with a captioned endotracheal tube (ett) that was inserted for intubation in general anesthesia at 23:19. The operation started around 23:25, the alarm of the anesthetic machine was triggered, showing "fresh-gas low or leak" on the screen. Anesthetist tried to identify the problem and maintained the airway with this ett in-situ. An 'endotest' device was used to check the pilot balloon pressure of captioned ett and immediately found the reading on the pressure gauge dropped gradually. A leakage of the endotracheal tube was suspected, so the anesthetist changed a new ett for this patient. The operation proceeded and no alarm was found throughout the operation. Additional information received via customer response email dated 22-aug-2022: no patient or clinical injury caused in this complaint after the successful completion of the trach change. A new tube was used in this event.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. The sample was received in used condition without the original package. A visual inspection and functional test were performed. No defects could be observed. The sample was checked for leaks, and a leak was confirmed. A syringe was used to inject water through the tube to confirm the origin of the leak. The leak was detected in the solvent bond between the valve and pilot balloon. Based on the analysis conducted in the sample provided, leaking failure mode was confirmed. The cause was traced to manufacturing (not enough solvent at joint). For corrective action, a customer complaint notification was performed to production personnel as awareness to failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: one (1) photo was provided for evaluation. No defects could be observed, visually. Functional testing was performed; a leak was detected in the solvent bond between the valve and pilot balloon. Based on the analysis conducted in the sample provided, the leaking failure mode was confirmed. The potential root cause of this failure mode is-method not followed. Specifically, not enough solvent was applied at the joint. An awareness notification was provided to production personnel. This failure will be monitored. If the occurrence of this issue increases significantly, additional corrective actions will be taken. No lot number was provided for performance of a device history record review. (H6c, h6d, h6e).